Event description:
The lay user/patient contacted lifescan, alleging that when the customer uses the ez carb feature, the meter states "last bg test more than 15 minutes ago" and will not allow bolus to be entered, even though test was less than 15 minutes ago. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.